Event description:
It was reported that the device is not recognizing the water level. No patient injury was reported.

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional event information received indicating no patient involvement (updated b5, h6). E4 is unknown, no information provided to date. E4 is unknown, no information provided to date., corrected data: g5 (510k number updated)

Event description:
Additional information received stating that event did not occur while in use by patient. Found during testing

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented cracked enclosure and tank cover, damaged leds (light emitting diode) on pcb (printed circuit board). The customer stated problem was duplicated. Faulty float switch was found. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.